Event description:
It was alleged that the device did not work during a procedure and no back-up device was available. No patient injury or other complications were reported.

Manufacturer narrative:
There were no manufacturing discrepancies visually observed with the returned device. Functional evaluation revealed that the returned device performed as intended; therefore, the complaint could not be verified and the root cause could not be determined with confidence. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: a power surge or power interruption to the controller. Using an improper power cord or improper extension cord, or a loose power connection, an issue with one or more of the concomitant devices in use during this complaint event. There were no indications during manufacturing record review that would suggest the device did not meet product specifications upon release into distribution.